Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not work (no pump circulation or anything). As a result, an alternative device was employed. The surgical procedure was completed successfully, and there was no delays, no blood loss or no adverse consequences to the pt.